Event description:
A customer contacted beckman coulter (bec) reporting 10 ml of diluent leaking from the baths of the coulter ac*t diff 2 hematology analyzer while completing a startup. The leak was not contained within the instrument. A hemoglobin (hgb) blank voltage error was recovered. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye protection at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event and confirmed the leak. The fse replaced all associated bath pinch valve tubings which corrected the bath overflow. To resolve the hgb blank error messages, the fse replaced the hgb lamp, since it was damaged by the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).